Event description:
It was reported that the patient presented in clinic due to pocket erosion on the insertable cardiac monitor (icm). The physician elected to explant and replace the icm. There were no patient consequences.